Event description:
It is reported that the lens was removed due to the capsular bag rupturing during the procedure. The incision was not enlarged. Physician stated that she believes the capsule bag ruptured due to the patient's anatomy and was not caused by the lens. Lens was discarded following the procedure and is not available for return.

Manufacturer narrative:
Customer indicates that the device was discarded and is not available for return. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.